Manufacturer narrative:
Device is not distributed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report from (B)(6) indicates the following: (B)(6) patient with left subtrochanteric transverse fracture after a fall. Treated with pfna nail and blade. Postoperatively, patient was bedridden due to pulmonary complications. Two weeks postoperatively, patient started physiotherapy with no weight bearing and experienced reoccurrence of pain in left hip. X-ray showed backout of the blade. At patient check up, infection was noted. This is the first of two reports for this event.